Event description:
It was reported that during a port placement procedure, the introducer needle allegedly broken .there was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2025).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was returned for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. In addition to the returned physical sample, one electronic photo was provided for review. The investigation is confirmed for the reported fracture issue, as multiple cracks were observed on the proximal needle hub. Furthermore, the photo review also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 12/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the introducer needle allegedly was broken. There was no reported patient injury.